Manufacturer narrative:
Investigation summary: two (2) used list# mc100, microclave¿ one of them came connected to an unknown, 10ml syringe were returned for evaluation. As received, a stick down and seal folded over in the microclaves were noted. A flash around the syringe tip was observed (mating device). The claves were dissembled and a tear at the side of the seals was noted. The ID of the returned syringe was measured finding within specification. A device history review could not be conducted because no lot number(s) was/were identified. Complaint of leaks can be confirmed. The probable cause of the tear observed at the side of the seal is due to incorrect use, based on directions for use: do not use needles, blunt cannulas or luer caps on connectors.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
On an unspecified date, blood was reportedly leaking outside of the silicone cannula of a microclave® clear neutral connector. There was no report of any human harm.